Manufacturer narrative:
Without a product return, no product evaluation can be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, probable root cause of this issue is related to an user error as surgeon as over distracted the disc space and when he wants to reposition prosthesis, it disassembled. As mentioned in the surgical techniques " during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly " the investigation found no evidence to indicate device issue. Device not returned as discarded.

Event description:
From information provided: "surgeon implanted device to far due to the space being over distracted. When surgeon tried to back implant out, it disassembled. A new device from the same size was used to complete surgery without further issue, no harm or injury to patient "